Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'constant downstream occlusion alarm' was reproduced. The device was tested for downstream occlusion detection and failed. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty force sensor and tubing guide. The faulty force sensor and tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.